Manufacturer narrative:
Components: cuff, catalog number: 72404130, serial number: (B)(4), expiration date: 12/11/2014, manufacture date: 12/27/2013. Balloon: catalog number: 72400024, serial number: (B)(4), expiration date: 11/13/2018, manufacture date:11/25/2013. Pump: catalog number: 72404127, serial number: (B)(4), expiration date: 11/21/2014, manufacture date: 12/09/2013.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted and in the ¿last 2-3 months¿ the patient has experienced problems with urinary urgency, frequency and urge incontinence. The patient presented with acute symptoms on (B)(6) 2015. The aus was deactivated and a catheter was inserted. The patient was found to have acute urinary retention, acute renal failure, electrolyte abnormality and bilateral hydronephrosis. Cystoscopy was performed and a 17 french suprapubic balloon catheter was placed. The balloon was inflated with 6 ml of water, urine was obtained and a suture was used to secure the balloon. The procedure was completed and the patient was discharged. The patient returned on (B)(6) 2015 because the 17 french catheter had fallen out. The 17 french catheter was removed and a 16 french suprapubic catheter was inserted. The patient was discharged and will have the suprapubic catheter until he can ¿demonstrate adequate knowledge of functioning the artificial urinary sphincter and he shows that he can empty his bladder completely.¿ the patient returned on (B)(6) 2016 due to chronic urinary infection, anemia secondary to blood loss, chronic renal insufficiency, urinary incontinence, intermittent gross hematuria, and possible erosion of the aus. On (B)(6) 2016 cystoscopy was performed that noted a blood clot in the bladder, ¿which was irrigated from within the bladder.¿ on (B)(6) 2016 the aus was removed. A urethral catheter and suprapubic catheter were placed. The explant physician noted scarring and narrowing where the aus was previously implanted. The physician noted that the patient was ¿probably not using the aus appropriately¿ and noted ¿patient¿s chances of continuation of his sphincter are remote.¿ physician also recommended ¿long term urethral or suprapubic bladder drainage.¿ another aus was implanted on (B)(6) 2016 by a different surgeon. No further patient complications were reported in relation to this event.